Event description:
It was reported that the patients lead had migrated and that the patient was experiencing undesired sensation at the lead site. The patient underwent an explant procedure. No device malfunction suspected. All device components were explanted.